Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinic's programmer was "not able to get [a] telemetry link," and another programmer was utilized. A new programmer head was brought to the clinic, by the company representative, for the programmer. No patient complications were reported as a result of this event.